Event description:
It was reported that the patient inflatable penile prosthesis (ipp) malfunctioned. The patient is scheduled to have revision surgery on (B)(6) 2019. Further information was requested and not yet received. The product was not explanted. Should additional information be received, a supplemental report will be filed.